Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that after she noticed the infusion set's cannula was clogged with blood, her blood glucose level went up to 500 mg/dl. She changed the infusion set and treated, but her blood glucose level went down to 49 mg/dl. The customer treated her low blood glucose with juice and food. She declined troubleshooting. The customer sometimes had issues with the battery cap. The device was not returned.